Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act and up buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. Customer states receiving alarm when they went to conduct a bolus. The customer's blood glucose is 280mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.